Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a return of pre-existing pain and the remote control displayed an end of life message for the primary cell implantable pulse generator (ipg). The patients ipg had high energy programming settings which exhausted the battery. Therefore, the patient was hospitalized and underwent an ipg revision procedure during which the depleted ipg was explanted and replaced. The patient has fully recovered postoperatively. The explanted ipg will not be returned as the patient did not consent to return it.